Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient had no hearing sensation with the device as of (B)(6) 2018. Her teacher noticed the problem 2 weeks earlier. Neither trauma nor swelling above the implant site was reported. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient no longer had any hearing sensation with the device since (B)(6) 2018. Her teacher had begun to notice the problem 2 weeks earlier. Neither specific trauma nor swelling above the implant site was reported. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered, but no date has been communicated.

Event description:
The recipient no longer had any hearing sensation with the device as of (B)(6)2018. Her teacher had begun to notice the problem 2 weeks earlier. Neither trauma nor swelling above the implant site was reported. Re-implantation is considered.